Event description:
It has been reported that after successful deployment of a stent graft at the basilic vein anastomosis of an a-v fistula, the inner catheter detached as the driver system was being retracted from the treatment site. The delivery sheath was positioned to the location of the detached inner catheter and the guide wire was used to bring the inner catheter inside the delivery sheath. The delivery system was then removed together with the sheath and the guide wire as a single unit without incident. There was no reported patient injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.